Manufacturer narrative:
A review of the patient's downloaded flag file confirmed that the device declared a treatable arrhythmia and subsequently delivered one treatment defibrillation. The associated ECG strips of the treatment events could not be recovered due to an sd card fault. As such, the exact rhythm at the time of the event cannot be confirmed. Since it cannot be confirmed that the treatment was appropriate, the event is being reported out of an abundance of caution. The sd card fault did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation. Root cause investigation into the sd card fault is underway. Device manufacture date: monitor sn (B)(4): 03/03/2015 - initial use, electrode belt sn (B)(4): 08/11/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(6) trial (B)(4) ((B)(4)). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event. The patient was treated one time on (B)(6) 2015 at 18:10:08. The patient was a resident of a prison at the time of the event, and facility employees witnessed the treatment event. A review of the downloaded data indicates that the response buttons were pressed during the event but not during the treatment sequence that resulted in the defibrillation shocks. The ECG data at the time of the treatment event is not available for review. The patient was taken to the hospital, and continued to wear the lifevest.